Event description:
Boston scientific received information that this right atrial lead was dislodged on the day after implant. The lead was repositioned but still got dislodged. The ra lead was repositioned again and was thought to be working with no signs of sluggishness. The physician opted to leave the lead as is and follow-up the lead on the next patient visit. Additionally, the field representative reported the lead was still pulling back for some unknown reasons. The ra lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.